Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system and an aneurx stent graft were implanted for the endovascular treatment of a 7.6 cm diameter abdominal aortic aneurysm. At the time of implant, the aortic neck was 15mm in length. The proximal aortic neck measured 30 - 29 mm in diameter. The left iliac artery measured 16.4 mm distally and the left external iliac artery measured 9 mm. It was reported that on a follow up CT, the patient's abdominal aortic aneurysm has grown from 7.6 cm in diameter at implant to 8.8 cm. The stent graft was well placed with no migration and there was no evidence of type I or type iii endoleak. Coils were attempted, however no coils were implanted. It was noted that there might be a type ii endoleak. The stent grafts were later explanted. The physician did not remove the suprarenal stents but left them and a little bit of the fabric to sew in the dacron graft. The physician was not able to see an endoleak during the explant procedure. The physician thought it was an endotension because there was no obvious endoleak but lots of fluid or seroma in the aneurysm sac. No additional clinical sequelae were reported and the patient is fine.